Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: over the past couple of weeks when they use the catherters there are some reports of blood coming out of the port attachment that is behind the catherter383537 - lot # 3044496383539 - lot # 2325436383532 - lot # 2327726.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production h3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: over the past couple of weeks when they use the catheters there are some reports of blood coming out of the port attachment that is behind the catheter 383537 - lot # 3044496383539 - lot # 2325436383532 - lot # 2327726.